Manufacturer narrative:
Medical device expiration date: na. Multiple 510k numbers were reported to be involved: k111860, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the customer received false negative results. Confirmatory testing produced positive results. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "the customer had a false negative result for mrsa."

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false negative" result. The questionable pcr curves for this sample only occurred on one run, and no other lanes or samples were affected within that run. This issue was likely due to an anomaly or inhibition present within that patient sample. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 20oct2011. Review of service history for this device revealed no prior event related to this failure mode. No samples were expected to be returned for investigation, therefore returned sample analysis is not performed. Complaint is unconfirmed as this issue alluded to an issue with a patient sample and was not due to an instrument issue. The root cause cannot be determined with the information provided. Complaint history for ¿results¿ was reviewed for the month of may 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Review of risk management documentation indicates that the potential risk of the reported failure mode was assessed as severity s4 with potential harm is lack of treatment, worsening of patient illness, possible spread of disease via document baltrm-maxinst-aph, revision 22, lines sw60, sw62, sw105, & sw106.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the customer received false negative results. Confirmatory testing produced positive results. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "the customer had a false negative result for mrsa"